Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). The device was reprogramed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5071-53 lead (x2), implanted: (B)(6) 2019. An additional instance of this adverse event occurred on (B)(6) 2016 and is captured in regulatory report# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.